Event description:
This medwatch report was initiated upon the receipt and review of the device eval and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that during the therapeutic procedure of placing the pt's (age and gender unknown) enteral feeding device, the delivery device was torn outside during button placement. The physician then obtained another device and successfully placed that device in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. Upon eval of the device it was noted that the entire tube had detached from the connector and heat shrink sleeve.